Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043277) in united states on 04-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014; the lot number used was b40019. She reported after essure she had swelling, bloating, infections pelvic inflammatory disease, severe pain and cramps in stomach. She reported (B)(6) 2015 as explant date of essure. The consumer also mentioned the seriousness criterion required intervention but not specified and/or assigned to one of the events. She also mentioned vitamin d 10000 mg as concomitant medication. Follow-up received on 18-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: b40019; production date: may-2013; expiration date: 31-may-2016 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which (B)(4) case refers also to a similar type of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain) and pelvic inflammatory disease. These events are serious due medical importance and listed in the reference safety information for essure. Abdominal and pelvic pain may occur during essure use. Considering available information and event's nature, pelvic pain is assessed as related to essure use. Although the essure micro-inserts may become a vehicle for microbial transport in the upper genital tract during insertion, this mostly occurs in the first weeks following the essure placement. In this case, the onset date of infection was not provided, therefore, causality with essure use is very unlikely. Since explant date was provided, it was implied that device removal was required. Therefore this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow up received on 13-nov-2015: follow up attempts were done with no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs